Manufacturer narrative:
Manufacturing site evaluation: investigation - the complained device is available in a decontaminated condition for investigation. The jaw chuck is in an unusual position and does not work as usual. Two springs of the jaw chuck are bent and therefore the function of the jaw chuck is no longer valid. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation the root cause of the failure is most probably reprocessing/maintenance related. Rationale - there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. Statement from the responsible manufacturing department: "on the production side no failure can be determined. During the manufacturing process there is a 100 % control of the threads and the clamping jaws. The pressure springs can only be damaged if the chuck body is screwed off. It could be possible that during the cleaning procedure the two pressure springs were accidentally bent/twisted."

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the t-handle. During an orthopedic procedure, the t-handle "broke" during preparation of the first trial when attaching the pin. It prolonged the surgery for more than 15 minutes as another t-handle was required to continue the operation. There was no harm to the patient.